Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 375cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/14/2020, patient had an explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/26/2020, patient was replaced with a 375cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/15/2020 , the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 6/23/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the product, shell wear was observed on the posterior aspect. Within the wear, a tear was observed measuring 1.4 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).